Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application failed to launch with an error message stating that an unexpected data error occurred and the database ¿dsclientoltp¿ could not be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application failed to launch with an error message. A technical support specialist (tss) remotely dialed into the station and attempted to launch the med app via carefusion admin, encountering the same error. Investigation in ssms showed the dsclientoltp database in suspect mode. Knowledge article "medstation es - station database corruption - critical kernel power error" was performed to drop the database and complete a full synchronized. Event viewer review identified kernel/event ID 41. Database corruption was addressed prior to dispatching an fse. The full synchronized completed, and the station entered critical override. A field service engineer (fse) visited the site and replaced the internal battery per case notes after identifying kernel 41 errors in the windows event viewer. Diagnostics were run, and station functionality was verified. The system functioned as intended after technical support specialist and field service engineer repaired the device.